Manufacturer narrative:
(B)(4).

Event description:
It was report when the patient presented in clinic after receiving a vibratory alert, interrogation revealed the device was in backup vvi mode. Marginal telemetry between the device and a bedside transmitter was the cause for the backup mode. A software reinstallation was completed. The device programming settings were set to its previous parameters. The device was restored and functioning normally. The patient was discharged home and the patient will continue to be monitored on merlin. The patient condition is stable.